Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If additional relevant information is received, a follow-up will be sent.

Event description:
It was reported that a high drain error 101 (night drain #1) alarm was identified in the log of a returned homechoice device as having occurred on (B)(6) 2012 at 07:09:02. The alarm is indicative of an iipv situation. No additional information is available.